Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cannula holder separation with the incident lot was observed. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and draw testing and the issue of cannula holder separation was not observed. Bd was not able to determine a root cause for the cannula separation from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced the non patient needle separates from the holder . The following information was provided by the initial reporter. The customer stated: "the staff inserted the needle into the patients arm but then the needle became detached from the holder at he plastic connection."